Event description:
User facility medwatch report mw5146799 received that states "patient called to report an adverse event and device problem involving his st. Jude trifecta heart valve that he had implanted on (B)(6) 2015. Patient stated he began noticing issues such as chest pain and difficulty breathing over the course of a couple years, but never realized it could have been related to his heart valve. He stated he could feel something wasn't right. He said that eventually, he went to the cardiologist who determined he was in critical condition and within 2 weeks had his trifecta heart valve replaced. Patient stated he was told that there was not much left of the device and that it was basically gone. He said the device was defective and not working right and he realized that the failed device was the reason he felt off and was experiencing health issues. He stated he was never informed of any device problem, and that he read on-line that st. Jude was aware of problems with the trifecta heart valve and should have notified patients who had it implanted. He stated he was lucky he went to the doctor when he did." It was reported that on (B)(6) 2015, a trifecta valve was successfully implanted during an aortic valve replacement. Over the course of a couple of years post-procedure, the patient experienced chest pain and difficulty breathing. The patient went to a cardiologist, and it was determined that the valve had deteriorated and was no longer functioning. On (B)(6) 2021, the device was explanted, and an unknown replacement valve was implanted. The patient status was unknown.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided an event of explant of the valve after about six and a half years of implant due to the valve being defective was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Information from the field indicated that at explant there was not much left of the device and that it was "basically gone". The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.